Event description:
It was reported that the patients left knee was revised. Surgeon revised the broken femoral stem on a ts knee. Femoral stem and component were replaced. Update from sales rep: patient was revised due to infection of primary depuy knee components and converted to a cemented triathlon ts system. Triathlon ts system was implanted for approximately 1 year when patient began to experience pain. Patient underwent 2nd revision where surgeon intraoperatively observed the femoral component to be loose with significant bone loss due to osteolysis. The stem was found to be broken off below the threads where it connects to the femoral component. The surgeon confirmed the event to not be device-related, stating that the osteolysis was as a result of the patient's history of infection. The surgeon further commented that the significant bone loss around the femoral component led to the stem fracture because of inadequate bone support. Augments were implanted during 2nd revision due to the bone loss.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon stem was reported. The event was not confirmed. Method & results: the reported product was not returned for evaluation. Medical records were not provided. Device history indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patients left knee was revised. Surgeon revised the broken femoral stem on a ts knee. Femoral stem and component were replaced. Update from sales rep: patient was revised due to infection of primary depuy knee components and converted to a cemented triathlon ts system. Triathlon ts system was implanted for approximately 1 year when patient began to experience pain. Patient underwent 2nd revision where surgeon intraoperatively observed the femoral component to be loose with significant bone loss due to osteolysis. The stem was found to be broken off below the threads where it connects to the femoral component. The surgeon confirmed the event to not be device-related, stating that the osteolysis was as a result of the patient's history of infection. The surgeon further commented that the significant bone loss around the femoral component led to the stem fracture because of inadequate bone support. Augments were implanted during 2nd revision due to the bone loss.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.